Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. The customer was informed that they could continue using the pump and instructed to call back if any issues reoccurred.